Event description:
It was reported the lead was "used on trials - unable to re-insert stylet."

Event description:
This lead was returned for analysis with one other similar lead and two stylets. It was not clear which lead was associated with each stylet, so both received stylets were listed as concomitant products. Refer to manufacturer report 6000153-2012-00190.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of both stylets found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.